Manufacturer narrative:
The pt's oxygen saturation returned to normal limits only after the team discovered the malfunction. The infant received potentially unnecessary treatment (i.e. CPAP) and may have received other unnecessary treatment (i.e. Intubation, mechanical ventilation, surfactant replacement therapy) had the malfunction not been discovered. On (B)(6) 2012, the panda warmer was repaired. Eighteen panda warmers were inspected and a similar problem was discovered with one additional warmer, which was also repaired and put back in service. MFR indicated no further action was needed." Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Pt data has been requested from hospital but has not been received to date. The user filed medwatch report indicated 'other serious'; however, based on the statement obtained from the biomedical engineering manager at the hospital there was no pt injury.

Event description:
Per user filed medwatch report (B)(4): "during resuscitation of newborn twins ((B)(6)) it was noted that one of the two was not responding to oxygen therapy as well as expected. A pediatric resident was providing blow-by oxygen followed by CPAP in an effort to improve oxygenation, however the spo2 continued in the low 80% range with signs of respiratory distress, despite increases in the blender's set fio2. The respiratory therapist in attendance began troubleshooting the equipment involved and very quickly noted the knob for adjusting fio2 felt loose. He transitioned the pt to a flowmeter attached to wall oxygen and the pt responded quickly with increased spo2. In follow-up, after the pts were stabilized, an oxygen analyzer showed the blender was delivering 21% oxygen regardless of setting. Anesthesia maintenance was called to repair the equipment.